Manufacturer narrative:
Section b7 correction. Section d4 UDI correction. Manufacturer's investigation conclusion: the reported event of pump power fluctuation was unable to be confirmed through this evaluation. A specific cause for the reported event could not be conclusively determined. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The IFU lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also addresses pump parameters including pump power, speed, flow, and pulsatility index (pi). In reference to power, this section states that pump power is a direct measurement of pump motor voltage and current. This section further states that changes in pump speed, flow, or physiological demand can affect pump power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patients power deflection had risen to 4.1-5.1 and was larger than other patients. The patient was asymptomatic. It was thought there may be a pump error. Log files were sent for analysis. There were no alarms during the event. The event log file and periodic log file captured routine events with no notable alarm conditions or parameter changes.

Manufacturer narrative:
Corrected data: section d4: primary unique device identification (UDI) number corrected. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient's pump power ranged from 4.6-5.1. This fluctuation was larger compared to other patient's power ranges.